Event description:
There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not functioning as intended. Reportedly, when the customer presses on the button to increase the increments, the bolus request automatically gets cancelled. There was no reported impact to the customer's blood glucose level. The customer will continue to use the pump for insulin therapy.